Event description:
A powerglide midline catheter was inserted into the pt's left cephalic vein. No problems with insertion, but when the midline device was detached from the catheter, there was no guidewire in place. At that point, the catheter was discontinued. X-rays and scans were completed on the arm and on the chest. No guidewire was ever found.